Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump battery could not be charged and that the battery gauge was fluctuating. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.